Event description:
While troubleshooting an instrument alarm, the user noted there was a tube disconnected and sending water onto the floor. No operators were injured. No patient samples involved as not results were generated. The field service representative found there was cracked waste tubing and replaced it. Instrument now operating within specification.